Event description:
It was reported by the patient that he could feel the device "kicking in." It was further reported that "it feels like when the representative put the magnet over his device at device check. Not all the time but occasionally and it's mild." It was reported that the physician saw the patient, interrogated the device, found it to be fine and reported no further issues. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.